Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a meal bolus, and the pump history does not reflect the bolus delivered. Follow up attempts were made by tandem technical support, however no additional information was able to be obtained from the customer. There was no reported impact to customer's blood glucose level.